Event description:
The report received from (B)(6), of (B)(4) study, indicated that the patient had a peri-procedural pci, classified as an mi. In an attempt to deliver a 3.0x18mm cypher stent in an 80% de novo lesion in the mid rca of 15mm in length in a 3.5mm vessel diameter with extreme vessel tortuosity was unsuccessful. A 3.5x23mm xience v stent was deployed instead. Pci was also performed on a lesion in the left main and one day after the index procedure the patient experienced a transient fever. One day post-procedure ck-mb was 7.0 (upper limit 4.2) and troponin was 1.71 (unl 0.010 ng/ml). The event resolved one day later and was medically managed only. Pci was first performed on a de novo lesion in left main (proximal) of 11mm in length in a 3.5mm vessel diameter. The lesion was heavily calcified. A 3.0x18mm cypher rx stent was successfully deployed at 18 atm.

Manufacturer narrative:
The report received from the clinical events committee (cec) of the (B)(4) study indicated that the patient had a peri-procedural pci, classified as an mi. This is a (B)(6) male with medical history including hyperlipidemia, hypertension, tia, myocardial infarction, cva/stroke, family history of coronary artery disease, diabetes mellitus (type ii), cancer (malignant neoplasm hepatic flexure) and smoking. In an attempt to deliver a 3.0x18mm cypher stent in an 80% de novo lesion in the mid rca of 15mm in length in a 3.5mm vessel diameter with extreme vessel, tortuousity was unsuccessful. A 3.5x23mm xience v stent was deployed instead. Pci was also performed on a lesion in the left main and one day after the index procedure, the patient experienced a transient fever. One day post-procedure ck-mb was 7.0 (upper limit 4.2) and troponin was 1.71 (unl 0.010 ng/ml). The event resolved one day later and was medically managed only. Pci was first performed on a de novo lesion in left main (proximal) of 11mm in length in a 3.5mm vessel diameter. The lesion was heavily calcified. A 3.0x18mm cypher rx stent was successfully deployed at 18 atm. Pre-procedure the ck was 128, the ckmb and troponin was not tested. Post-procedure, the ck 128, the ckmb was 5.1 and the troponin was 0.58. The following day the ck was 143, the ckmb was 7.1 and the troponin 1.71. T wo days post the ck and ckmb were not tested and the troponin was 0.67. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The patient was discharged on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15128533 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.